Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported no longer receiving stimulation due to being unable to increase stimulation amplitude. Diagnostics revealed high impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming as only partial stimulation was obtained. As a result, surgical intervention will be taken at a later date to address the issue.

Event description:
Follow up revealed that x-rays were taken and confirmed that the lead was fractured. Surgical intervention may be pending.

Event description:
Follow up information received identified the patient's scs lead was replaced with a new lead. Effective stimulation therapy was reportedly restored postoperatively.